Event description:
It was reported that the pump became frozen on the home screen and was unresponsive. Blood glucose was not impacted. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.